Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total hip arthroplasty . During procedure, surgeon was hitting up on the broach handle to extract it from femur when the strike plate broke off. No adverse event noted to patient. Attempts to obtain additional information has been made; however, no more is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the device identified the strike plate was fractured from the handle. There are impact marks on the strike plate and the handle indicating use of the device. The investigation involved the use of optical microscopy to identify the failure modes of returned broach handles. All of the weld failures presented in the investigation demonstrated evidence of impaction under the strike plate as well as the strike plate¿s underside, likely in an effort to dislodge the broach from the femur. This action resulted in tensile load for the weld. As these marks were consistent across the failed broach handles, the failure mode determined in the investigation was a tensile overload failure of the welded strike plate. The material composition of strike plate, handle body and weld material is confirming to be 17-4 ph stainless steel. Sem analysis of the returned product determined the root cause to be consistent with tensile overload failure. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause: operational context caused or contributed to event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.